Manufacturer narrative:
Manufacture date. Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon heard a nerve confirmation tone when stimulating the larynx, but did not hear a tone when stimulating other tissue. It was reported that the surgeon verified the nerve was intact; however, following the procedure, the vocal cords were injured and would not move.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon heard a nerve confirmation tone when stimulating the larynx, but did not hear a tone when stimulating other tissue. It was reported that the surgeon verified the nerve was intact; however, following the procedure, the vocal cords were injured and would not move.